Manufacturer narrative:
There are multiple patients all information is provided in the article. This report is for an unknown constructs: plate/ screws/ unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is between 1997 to 2007. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: correoso castellanos, s., garcía galvez, a., lajara marco, f., and blay dominguez, e. (2019), intra-articular calcaneal fractures. Do locking plates keep the reduction better than conventional plates? Revista española de cirugía ortopédica y traumatología, vol. 63 (6), pages 383-388, (spain). The aim of this study is to compare the results of intraarticular calcaneal fractures treated using locking plates versus conventional plates, in terms of radiological reduction, complications, and number of interventions. Between 1997 to 2007, a total of 23 patients (21 male and 2 female) with a mean age of 43.25 years belong to group a. Surgery was performed using conventional cancaneal plates (classical model of calcaneal plate ao with synthes® non locking screws, oberdorf, switzerland). Between 2010 to 2015, a total of 15 patients (12 male and 3 female) with a mean age of 46.6 years belong to group b. Surgery was performed using calcaneal locking plates (model lcp for calcaneus, depuy synthes®, oberdorf, switzerland). The mean follow-up period was 10 months in group a and 15 months in group b. The following complications were reported as follows: group a: the loss of varus angulation was 0.6°. In böhler¿s angle, a loss of reduction was 3.79°. In the gissane's angle, a loss of reduction was 2.52°. 4 patients had post-surgical complications which linked to the surgical wound. 5 reinterventions were carried out: 3 of them were carried out for the extraction of osteosynthesis material and the remaining 2 consisted in lavages and surgical debridements due to infection of the surgical wound. Group b: the loss of varus angulation was 0.41°. In böhler¿s angle, a loss of reduction was 2.6°. In the gissane's angle, a loss of reduction was 4.13°. 4 patients had post-surgical complications which linked to the surgical wound. 3 interventions were performed, all of which were for extraction of osteosynthesis material. This report is for an unknown synthes plates /screws constructs. This report is for one (1) unknown constructs: plate/ screws. This is report 1 of 2 for (B)(4).